Manufacturer narrative:
H10 no evaluation or repair of the unit was performed by philips. The customer has refused service and no further investigation is possible. Based on the information provided the reported issue could not be confirmed. H11. G1: contact information updated h6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported there was low tidal volume. The unit was in use on a patient, but there was no patient or user harm.